Manufacturer narrative:
Follow-up #1: date of submission 10/29/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2013 with the following findings:the keypad was found to be lifted off of the pump near the ok button. The keypad buttons were tested and found that the down and contrast buttons were intermittently unresponsive. The keypad was removed and contamination was found under the contrast, up, and down button contacts. Unrelated to the complaint, the display screen was found to be discolored. The discolored display screen was replaced with a test screen and the display returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter indicated that the pump keypad was intermittently responding. The reporter indicated that the ok button was coming loose but the tactile changes began prior to the keypad damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.